Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the a cycler experienced peritonitis. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with no growth in the culture and a wbc count of 1399/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the cycler at home. It was explained the patient is new to pd and has dementia. As a result, it was determined the patient cannot autonomously undergo pd therapy safely at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg twice a week for three weeks, ip ceftazidime at 2000 mg daily for two weeks and oral ciprofloxacin at 250 mg twice a day for two weeks. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis following this event. The patient is recovering at home while remaining asymptomatic in response to antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any product(s) or device(s). The patient continues hd therapy on an in-center basis with no plan to return to pd therapy.

Event description:
A peritoneal dialysis registered nurse reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the a cycler experienced peritonitis. Upon follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2023 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with no growth in the culture and a wbc count of 1399/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the cycler at home. It was explained the patient is new to pd and has dementia. As a result, it was determined the patient cannot autonomously undergo pd therapy safely at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 1500 mg twice a week for three weeks, ip ceftazidime at 2000 mg daily for two weeks and oral ciprofloxacin at 250 mg twice a day for two weeks. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis following this event. The patient is recovering at home while remaining asymptomatic in response to antibiotic therapy. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any product(s) or device(s). The patient continues hd therapy on an in-center basis with no plan to return to pd therapy.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis infection can be attributed to a break in aseptic technique during pd therapy as reported by a medical professional. Nonadherence to aseptic technique through touch contamination is the leading source of transmission of peritonitis causing pathogens. Though peritoneal effluent fluid cultures yielded no growth, a decrease in symptoms in response to antibiotic therapy provides evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.